Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that the customer obtained a result of 106 mg/dl on the aviva system while having hypoglycemic symptoms. Reporter stated that he rubbed sugar (1 (B)(4)) in her mouth to dissolve and then she drank a 16 oz (B)(4). No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.